Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut the polyp. It was also noted there was no current being delivered and resistance was encountered with the handle. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the loop extended. In addition, the catheter was damaged near the handle where the wire was kinked and exposed. The complaint was confirmed, the condition of the returned device does not allow the device to be actuated. Review and analysis of all available information suggest that anatomical/procedural factors could have generated the failure encountered. As a result, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut the polyp. It was also noted there was no current being delivered and resistance was encountered with the handle. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.